Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of possible over delivery anomaly. The customer's blood glucose level was 4.6 mmol/l at the time of the incident. The customer had symptoms such as feeling shaky, sweaty and fatigue. The customer stated that they lowered their basal and still had a low reading. The customer stated that the pump is over delivering. The product was not returned for analysis.